Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fibers hanging from the silicone lining inside channel, deep dent chipped, distal end cover glue cracked, chipped around scope objective lens edge, excessive scrap and tear marks in the forceps-channel, and dent on air/water inlet. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera ii gastrointestinal videoscope, fibers hanging from the silicone lining were found inside the scope channel. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the fiber observed in the forceps channel, however, the observed fit is probable that the observed fiber was a linear scratch/scrape that occurred on the forceps channel when inserting and removing the treatment instrument. Olympus will continue to monitor field performance for this device.